Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 500 mg/dl. Issue occurred in the past, therefore further troubleshooting was not performed and no additional information was obtained.